Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/06/2018 that on 05/04/2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on 05/03/2018. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.